Event description:
It was reported that while the surgeon was using the device to perforate the cranium the device did not stop as intended while perforation the bone. This resulted in dura lesions. The case was completed successfully with a back up device. There was no medical treatment or intervention required and no additional adverse consequences were reported.

Manufacturer narrative:
A follow up will be submitted once the quality investigation is complete. Device has not yet been received for evaluation.

Manufacturer narrative:
The product listed in this record was returned for evaluation, however the failure could not be confirmed as the device functioned as intended when evaluated. The definite root cause of this issue is undetermined.

Event description:
It was reported that while the surgeon was using the device to perforate the cranium the device did not stop as intended while perforation the bone. This resulted in dura lesions. The case was completed successfully with a back up device. There was no medical treatment or intervention required and no additional adverse consequences were reported.